Event description:
As reported, a 6fr filiform double pigtail ureteral stent migrated after placement and was expelled during urination. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Manufacturer narrative:
PMA/510(k) #: pre-amendment. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was available but incidentally omitted from the initial report. It was reported that one of the devices reported in this MDR and in 1820334-2022-00141 was difficult to advance over a wire guide. It is unknown which of these two devices was difficult to advance.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, a 6fr filiform double pigtail ureteral stent migrated after placement and was expelled during urination. One of the devices reported in this MDR and in 1820334-2022-00141 was difficult to advance over a wire guide. It is unknown which of these two devices was difficult to advance. No adverse events have been reported as a result of the alleged malfunction. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. The evidence from the complaint file and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in house or in the field. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: the tether should be removed if the stent is to remain indwelling more than 14 days the stent must not remain indwelling more than twelve months. The stent is not intended as a permanent indwelling device. Period evaluation via cystoscopic, radiographic or ultrasonic means is suggested.... Potential adverse events. Migration and dislodgement. Cook as concluded that a specific cause for the complaint cannot be established based on the available information. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.